Event description:
It was reported that during a laparoscopy appendectomy procedure when firing the device the cartridge popped up and the surgeon continued to cut. Another device was used to complete the case with no patient consequence. One device is going to be returned.

Manufacturer narrative:
Evaluation summary: the analysis showed that one tsw35 device was received instead of tsw45. The device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the cartridge lock out bent and with the pan partially dislodged. The damage to the cartridge lockout tab and the pan is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, " the firing stroke must be completed. Do not partially fire the device. Fire the device by sqeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was tested for functionally with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.